Event description:
It was reported that "pacing spikes were not as they should be" and possible atrial undersensing was noted on the right atrial (ra) lead possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress.  The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.